Event description:
Customer reported a suspected cartridge alarm that occurred between december 15 and the current event. No adverse impact to the customer¿s blood glucose level was noted. Technical support decided to replace the pump as a resolution. The customer confirmed that the issue did not occur with consecutive cartridges, and it was not part of the loading process.